Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a scratched display, numbers were difficult to read. Customer's blood glucose was unknown. Customer declined replacement. Customer agreed to return the device for analysis.